Manufacturer narrative:
Follow-up received on 21-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 27-apr-2016 for the following (B)(4) preferred term: pelvic pain female. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingectomy (approximately 4 years after essure placement). According to the physician, the reason for this surgery was myomas. Only pain, regarded as pelvic pain, is listed according to essure's reference safety information. In this case, the patient had uterine myomas (manifested with bleeding disturbances) which according to the physician were the reason for the performed hysterosalpingectomy. These myomas could be an alternative explanation for patient's pain. However, considering pelvic pain may occur during essure therapy; causality with the suspect insert cannot be totally ruled out. The reported myomas were considered as unrelated to essure, based on device safety profile and event's nature. Since a surgical intervention was required, this case is considered an incident based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 26-feb-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted 4 years prior to the report (2012). She has had symptoms after essure insertion and she connected the symptoms to essure. The patient had pain which the nurse connected to nickel. On (B)(6) 2016 essure implants were removed along with her uterus and tubes. Implants were in situ. Follow-up information received on 24-mar-2016 from physician: the physician reported the reasons for surgical operation were myomas and bleeding disturbances, not essure implants. The patient had experienced some harm due to essure but the operation would not have been performed due to that. Follow up 07-apr-2016 from physician. It was unknown whether position check has been performed after insertion or not. Implant has been in situ at the time of hysterectomy. Indication for hysterectomy was myomas and bleeding disturbances, not the symptoms which the patient thought caused by nickel. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingectomy (approximately 4 years after essure placement). According to the physician, the reason for this surgery was myomas. Only pain, regarded as pelvic pain, is listed according to essure's reference safety information. In this case, the patient had uterine myomas (manifested with bleeding disturbances) which according to the physician were the reason for the performed hysterosalpingectomy. These myomas could be an alternative explanation for patient's pain. However, considering pelvic pain may occur during essure therapy; causality with the suspect insert cannot be totally ruled out. The reported myomas were considered as unrelated to essure, based on device safety profile and event's nature. Since a surgical intervention was required, this case is considered an incident a product technical analysis is being sought.

Manufacturer narrative:
Correction on 01-jul-2016 following company internal coding review. The event cfs was recoded to meddra llt chronic fatigue syndrome and pt chronic fatigue syndrome. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-jul-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingectomy (approximately 4 years after essure placement). According to the physician, the reason for this surgery was myomas. She also reported autonomic nervous disorder and bipolar disorder (disorder of catecholamines). Only pain, regarded as pelvic pain, is listed according to essure's reference safety information. In this case, the patient had uterine myomas (manifested with bleeding disturbances) which according to the physician were the reason for the performed hysterosalpingectomy. These myomas could be an alternative explanation for patient's pain. However, considering pelvic pain may occur during essure therapy, causality with the suspect insert cannot be totally ruled out. The reported myomas, autonomic nervous disorder and bipolar disorder (disorder of catecholamines) were considered as unrelated to essure, based on device safety profile and events nature and pathophysiology. Since a surgical intervention was required, this case is considered an incident. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up information received on 31-oct-2016 from patient: copper iud had inserted in 2009 and since menstruation on (B)(6) 2011, she has had bleedings and due to that she was sent to (B)(6). In (B)(6) on (B)(6) 2011 was noticed that papa test taken on (B)(6) 2011 showed alo-bacteria. Pregnancy test was negative. Iud was removed and essure was planned. Essure insertion performed on (B)(6) 2011 on 6th day of her menstrual cycle. Insertion procedure was normal. Polypic alteration was found in uterus, removal of this alteration was not succeeded. On control visit on (B)(6) 2012 the patient was satisfied and her earlier pms symptoms were gone. Amount of menstrual bleeding and menstrual pain have been decreased. Ultrasound showed essure in situ. Because no harm was caused by uterine polyp, the situation can be followed. It was agreed that she will contact if bleeding disorder occurs. The patient was sent to (B)(6) on (B)(6) 2016 due to several symptoms which the patient connected to the essure. Menstrual bleeding had increased and iron levels were quite low. Myoma was noticed in uterus. Removal of myoma and essure implants were agreed. Removal procedure was performed on (B)(6) 2016. She also experienced very heavy fatigue, fibromyalgia pains, sleeping problems, nausea, swelling, redness on skin and tearfulness; and her panic disorder returned worsen. She could not work. She asked for compensation due to that essure cannot be used for patient who has nickel allergy and due to that she had untreated alo bacteria infection. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 03-nov-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingectomy (approximately 4 years after essure placement). According to the physician, the reason for this surgery was myomas. She also reported autonomic nervous disorder and bipolar disorder (disorder of catecholamines). Essure implants were removed. Only pain, regarded as pelvic pain, is listed according to essure's reference safety information. In this case, the patient had uterine myomas (manifested with bleeding disturbances) which according to the physician were the reason for the performed hysterosalpingectomy. These myomas could be an alternative explanation for patient's pain. However, considering pelvic pain may occur during essure therapy, causality with the suspect insert cannot be totally ruled out. The reported myomas, autonomic nervous disorder and bipolar disorder (disorder of catecholamines) were considered as unrelated to essure, based on device safety profile and events nature and pathophysiology. As a surgical intervention was required, this case is considered an incident. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up received on 28-may-2016 and on 31-may-2016 from the patient: essure coils were inserted in (B)(6) 2011, procedure was successful, absolutely meaning of sterilization (never wants to be pregnant). She has not any children and other contraceptives were not suitable for her. She has tried before essure several pills, patch, ring and copper iud. During iud she got spotting, tiredness and decrease of iron values. At the end of (B)(6) 2011 alo bacteria was diagnosed. It was come from the iud and it was removed. Bacteria was not treated even if she asked to treat it before essure insertion. She had already at that time a strong nickel and bronze allergy. During essure insertion the physician noticed a myoma in uterus which should be removed under general anesthesia (so general anesthesia would be performed anyway). Right after essure insertion she got a very heavy fatigue which continued altogether 4 years, until essure removal. Not to mention all other symptoms which started very soon and due to which she had to be on sick leave. Fibromyalgia, cfs, autonomic nervous disorder, moderate depression, bipolar disorder (disorder of catecholamines), sympathic nervous disorder, dysregulation of energy levels, sleep apnea, suspicion of hypothyroidism and suspicion of diabetes. She could not work and everyday jobs were very hard to carry out due to pains and fatigue. She went to a gynecologist appointment and got referral to a policlinic. Because she had big myomas in uterus and heavy menstruation hysterectomy was ended up and at the same time fallopian tubes would be removed, also essure implants. Surgery was performed in (B)(6) 2016. She was discharged from hospital after a rest of one day and 90% of her all symptoms had disappeared. Now, after 3 months and after follow-up performed by her neurologist, 99% of her symptoms have gone. She has discontinued already some medications and little by little she is going to discontinue others too. She could run a daily life without pains and fatigue. It was already earlier stated that she has not depression and not a mania (follow-up by the same nurse for 4 years, regularly visited mental health clinic, already due to mental load of her hard situation). Her physician diagnosed her to be healthy, recovered and the physician voiced a doubt that essure caused this all to her. It did not suit for her body. The patient has not symptoms anymore. Her opinion is that her symptoms were caused by several reasons, not only by essure. She had for example nickel allergy and untreated bacterial infection. Follow up information received on 01-jun-2016: the patient confirmed that copper iud she used was nova t. It was inserted in (B)(6) 2009 on basic healthcare. Nova t case ((B)(4)) is linked to this essure case of the same patient. Correction on 15-jun-2016 following company internal coding review the term bipolar disorder (disorder of catecholamines) was split to meddra pt bipolar disorder and meddra pt blood catecholamines abnormal. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterosalpingectomy (approximately 4 years after essure placement). According to the physician, the reason for this surgery was myomas. She also reported autonomic nervous disorder and bipolar disorder (disorder of catecholamines). Only pain, regarded as pelvic pain, is listed according to essure's reference safety information. In this case, the patient had uterine myomas (manifested with bleeding disturbances) which according to the physician were the reason for the performed hysterosalpingectomy. These myomas could be an alternative explanation for patient's pain. However, considering pelvic pain may occur during essure therapy, causality with the suspect insert cannot be totally ruled out. The reported myomas, autonomic nervous disorder and bipolar disorder (disorder of catecholamines) were considered as unrelated to essure, based on device safety profile and events nature and pathophysiology. Since a surgical intervention was required, this case is considered an incident. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.